Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. Concomitant: 419688 lead, implanted: 2010-(B)(6); d224trk ICD implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds during a generator change procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.